Event description:
Received info that the luer lock became disconnected/unscrewed. Customer's blood glucose level was not impacted. Customer was able to reconnect the tubing and resume insulin delivery.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.